Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 21-jul-2025, a spontaneous report was received regarding a 5-year-old female who used a flex fabric refill pack bandage. Additional information was received on 24-jul-2025. On (B)(6) 2025, the consumer had a flex fabric refill pack bandage applied for an unspecified indication. On (B)(6) 2025, the bandage was removed. The skin was red and peeling where the bandage had been applied. The child also experienced a reaction on her armpits, swelling of her eyes, swelling of the lips, and inside her ears. On (B)(6) 2025, she was taken to a doctor who diagnosed her with scalded skin syndrome. She was prescribed an oral antibiotic and was advised to go to the emergency room (ER) if there was not any improvement within 24 hours. In the evening on (B)(6) 2025, the child was taken to the ER for a second opinion, and she was admitted. The diagnosis of staphylococcal scalded skin syndrome was verified. She was started on intravenous (IV) fluids, IV antibiotics, and a topical antibiotic ointment to be put on the affected areas. Blood work was performed, which was normal. The health care providers did not provide a definitive answer if the bandage caused the problem. She was hospitalized for two days and was discharged on (B)(6) 2025. She was sent home with antibiotic ointment and an oral antibiotic. Her symptoms greatly improved. At the time of the report, the lip and eye swelling resolved. The skin spots that were red and inflamed were resolved and were peeling. It was anticipated that the child would have a follow up appointment with her primary care physician within a few days. No new information was provided.